Event description:
Event as described by the user: "device multi therapy sapphire. Reported initially by email. No customer connection / no delay in therapy / no patient harm. Device reported as over infusing during testing by biomed engineer. Test applied bolus only 10ml volume. Rate 200ml per hour. Volume delivered 13ml. Suspect biomed engineer is not following testing protocol of having a cannula or long needle attached to provide necessary back pressure for accuracy test. Will confirm by contacting customer. Will confirm serial number of device tested. More information to follow" at the time of the initial complaint the firm did not have sufficient information on the clinical relevance of the biomed test methods to conclude if there is a potential for patient harm. More information became available based on the additional complaints received and the investigation of the condition that led to the conclusion that the potential for patient harm exists, therefore reportability decision was re-assessed and firm believes these complaints are reportable.

Manufacturer narrative:
(B)(4).